Event description:
Health professional reported lap-band system removal due to "severe reflux." Pt converted to roux-en-y gastric bypass. Health professional has declined to provide additional info.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."